Event description:
The pt was implanted with a siltex saline mammary prosthesis on 9/16/93. Subsequently, the pt experienced a deflation of the device, an infection, capsular contracture and pain. The device was removed on 1/22/98.